Event description:
It was reported that the device exhibited error 45639. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown one device was returned for evaluation. Visual inspection revealed good condition. The event history log was not available. Functional testing was able to replicate the reported issue; error code 45639 (motor sense high on powerup) was found during power on test. The root cause was determined to a main pcb failure. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.